Event description:
It was reported: the nozzle broke after using first syringe. Cement cracked after mixing while filling the first syringe. No further information available at this time. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). An additional evaluation as well as a review of the device history records (DHR) was performed and the report states the following: the examination of the returned vertecem v+ cement kit showed that a piece of the broken syringe was still stuck in the nozzle (unfortunately the broken syringe was not returned); there is also a piece of the blue plastic broken. Unfortunately in retrospect, we are unable to find the exact cause which lead to this damage. We can only assume that a too high mechanical load lead to the break of the syringe as well as the plastic body. The test using the manufacturing and material documentation resulted that the rejected item was manufactured according to the currently valid specifications. Manufacturing documents were reviewed and no complaint related issues were found.